Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted pending evaluation of the iabp.

Event description:
The customer reported that while in use on a patient with acute myocardial infarction (ami) , the cardiosave intra-aortic balloon pump (iabp) shutdown with alarm. The customer replaced the cardiosave iabp with a cs100 iabp to continue the therapy. No patient injury or death was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was not able to duplicate the reported issue. However, as a precaution, the fse replaced cable, backplane to coiled cord and the cable, coiled cord. All functional and safety tests were performed to factory specifications and the iabp was returned to the customer for clinical service.

Event description:
The customer reported that while in use on a patient with acute myorcardial infarction (ami) , the cardiosave intra-aortic balloon pump (iabp) shutdown with alarm. The customer replaced the cardiosave iabp with a cs100 iabp to continue the therapy. No patient injury or death was reported.